Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a dexcom g6 issue while using the ilet system, entered a false blood glucose value due to not having a glucometer available for fingerstick confirmation, and later connected a new dexcom g6 sensor with successful operation; earlier glucose readings were impacted before the replacement was set up. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no hospitalization and no ongoing clinical impact once the new sensor was connected. Investigation included troubleshooting and education with the user to ensure proper sensor setup and connectivity. Investigation of this case revealed user-entered incorrect glucose data as the precipitating factor, with resolution following sensor replacement and correct configuration. It was concluded, based on previously established findings for similar reports, that user error related to manual glucose entry caused the event.